Event description:
An electrophysiology implant tray was opened while setting up for a case and a brown flake was noted in the tray that did not look like any thing else in the tray. It could be an insect, piece of shin, clothing; we are not sure. The flake was bagged and sent back to the manufacturer.